Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient." No patient involvement.

Manufacturer narrative:
Qn# (B)(4).the sample was returned to the manufacturing site. The site reported: "an actual sample was returned with open pouch for investigation. Bronchial tube was inflated using endotesta for both clear and blue cuff. Both the blue bronchial and clear tracheal cuff passed and we able to maintain its pressure at 25mbar. As both were able to inflate as per normal and product was able to maintain its pressure, it indicated no leakage on product. Based on the investigation, the defect mode on cuff leakage was not confirmed. Based on the inflation test, no abnormality was found product was able to inflate as per normal." A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. **UDI related data quality updates only**. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient." No patient involvement.

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient." No patient involvement.

Manufacturer narrative:
(B)(4).